Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose unknown. Customer blood glucose reading while admitted was unknown. The cause of the low blood glucose reading was over-delivery. After troubleshooting, the insulin exited not sure if exited. Customer was not able to change or remove set during troubleshooting. Customer was treated with food. Customer was dispatched on not mentioned. Customer admitted was admitted in the hospital by their own. Customer was admitted 15 days in the hospital. Customer has been using insulin pump system within 48 hours of reported high bg event the name of the hospital is unknown. The hospital phone number is unknown. Customer was treated with syringes. Customer did not mention if they use the auto mode feature. The product will not be retuning for analysis.

Manufacturer narrative:
The initial report had the incorrect information in narrative. The updated narrative information has been provided with this report. The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
Event date has been changed to (B)(6) 2020. The customer reported via phone call that customer had a low blood glucose on (B)(6) 2020 with blood glucose of unknown value. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with food and orange juice. Based on customer report customer did allege insulin pump was over delivering. Customer was not using auto mode. The insulin pump will not be returned for analysis.